Manufacturer narrative:
Due to character restriction in block e1. E1 event site telephone is (B)(6). Updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 , e1 ( event site telephone ) , g7. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the fault could not be reproduced after extended testing. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use of the cardiosave intra-aortic balloon pump (iabp), a ¿system overheating¿ alarm occurred. The patient immediately switched to an alternate machine, allowing treatment to continue without interruption. No harm or injury reported.